Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator was interrogated prior to undergoing an x-ray and the device exhibited normal function. After the x-ray was performed, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient was not pacer dependent. No additional information was reported.